Manufacturer narrative:
Analysis of the returned desktop charger, model: 37761, serial #: (B)(4), showed broken connector pins/tip on the cable assembly. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up information received from the patient on (B)(6) 2016 reported that they were not able to recharge the implantable neurostimulator (ins) and that it was to be replaced with a non-rechargeable model on feb. 10, 2017. The symptoms of ¿agony¿ and not being able to sit, move, or walk had not been resolved. The patient stated that they had great help and never would be. Additional information received on (B)(6) 2016 from the healthcare professional (hcp) reported that the connector pin appeared shifted, bent, and was not straight. Further information received from the patient on (B)(6) 2016 reported that they received the replacement desktop charger but something was still wrong with the recharger charging. They did not know if they were doing something wrong. It was confirmed the connector pin was plugged in arrow to arrow and the power cord was plugged into the power outlet. The green light was displayed on the desktop charger. The recharger screen was not coming on (only saw home screen) and it had been plugged in for hours and showed about a quarter full.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37761, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient who was implanted with a neurostimulator for spinal pain. It was reported that the connector pin only fits in upside down and when it is plugged in upside down, the implantable neurostimulator recharger does not charge. The patient was in ¿agony,¿ can't sit, move, or walk, because her implantable neurostimulator had no energy. It was noted that the patient was in agony on (B)(6) 2016 and the implantable neurostimulator recharger was not charging on (B)(6) 2016. It was also noted that they have to hold the antenna hard on the implant while the patient charged and that the patient doesn't use the belt because it doesn't sit correctly over the implant. Adhesive discs were ordered to try and help with charging. There was a damaged female connector on the implantable neurostimulator recharger and a bad connector pin on the desktop charger. In addition, it was reported that a week prior to the report, they were charging the patient¿s implant and they had 4-6 boxes shaded and it took 3 hours to go from empty to ½.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.